Event description:
It was reported that the customer was hospitalized due to low blood glucose. The caller stated that currently her glucose is 497mg/dl, and she has been treated with manual injections. The caller mentioned that the infusion sets and reservoirs have expired. The caller stated that the battery has been dead in the insulin pump for a few months, and the device alarmed after inserting a new battery. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that the customer accidentally took too much insulin for her dinner, which caused her blood glucose to drop. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.